Event description:
Received a letter from an insurance company on 09/23/2008, alleging a fire occurred in a home where a lift chair was present. On 10/03/2008, pride was able to confirm the product was a pride lift chair by verification of serial number.

Manufacturer narrative:
Inspection of the lift chair is scheduled for 10/30/2008. A supplemental report will be submitted once evaluation is completed.